Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but has yet to be acquired. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-08370. It was reported that the patient presented for a generator upgrade procedure. Upon review, both the right ventricular lead and right atrial lead exhibited oversensing issues. The physician implanted a new bi-ventricular implantable cardioverter defibrillator (ICD) system on the opposite side of the old system on (B)(6) 2020. The patient remained stable.